Event description:
It was reported that the insulin pump quit working and alarmed low battery, as well as no delivery. The customer stated that the blood glucose reading was unknown at the time of the low battery alarm. She stated that she was unsure what the most recent blood glucose reading was, but she stated that it was in the 50 mg/dl range. She advised that she treated with food. The customer stated that she saw the battery indicator run down, so she changed the battery out. No damages to the battery cap or battery compartment were observed. She was advised to monitor the insulin pump. A battery cap would be sent as a replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.